Event description:
Healthcare professional reported left side "¿pain, secretion and opening of the scar,¿ ¿expulsion of the implant,¿ "inflammatory process," ¿during removal the gel was found to be completely exposed¿, and ¿the prosthesis capsule is too thin." Patient reported capsular contracture baker grade not specified. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15oct2018 event code: e2006 erosion. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, wound dehiscence, drainage, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified, rupture, ¿secretion and opening of the scar,¿ ¿expulsion of the implant.¿